Event description:
It was reported that this pacemaker was an attempted implant due to header damage and setscrew issues; the setscrew came out of the header with the torque wrench. The pacemaker was removed, and device replacement procedure was completed successfully with a different pacemaker of the same model number. No adverse patient effects were reported. The attempted implant pacemaker was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. It was confirmed that the right atrial (ra) setscrew was missing. After verifying right ventricular (rv) setscrew functionality, it was removed and placed in the ra block. The setscrew moved freely; visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was an attempted implant due to header damage and setscrew issues; the setscrew came out of the header with the torque wrench. The pacemaker was removed, and device replacement procedure was completed successfully with a different pacemaker of the same model number. No adverse patient effects were reported. The attempted implant pacemaker was returned for analysis.